Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "An error occurs when the seal mode output is continued for a long time (more than 15 seconds). This is a normal operation and does not mean malfunction of the equipment. Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic oophorectomy procedure, the teflon pads from the grasping sections of two thunderbeats burned/peeled off and fell into the patient. It was reported that the pad from the first device was retrieved using the second device and the second pad was retrieved using the third device. The third device was also used to control the minor bleeding and complete the intended procedure. There was no patient injury reported. Additionally, the user facility reported that the teflon pad damage was attributed to over activation /user error as the physician continued to press and hold the device¿s activation button for extended periods of time. All three devices and generator connections were inspected prior to use with no anomalies found. This is report 2 of 2.